Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A complete lead was returned in three pieces. External insulation abrasion was noted at 11.2 cm to 11.4 cm from the distal tip consistent with lead friction to another implantable device. The etfe coating was intact at this location. External insulation abrasions were noted at 13.8 cm to 14.1 cm, 14.4 cm to 14.6 cm, 15.6 cm to 15.8 cm, and 16.1 cm to 16.3 cm from the connector pin, consistent with friction to another implantable device. The etfe coating was intact at these locations. External insulation abrasions were noted at 44.4 cm to 44.9 cm, 45.2 cm to 45.4 cm, and 45.8 cm to 46.1 cm from the distal tip, consistent with friction to another implantable device. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.